Event description:
It was reported by service report that the lift tubes are bent and the cot is leaning excessively to one site. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift tubes.